Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. The 3.0 x 33 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. Several attempts were made to cross the lesion using force, but the proximal shaft became kinked; therefore, the sds was removed. It was noted that resistance was also felt with the anatomy during removal. A new sds was used to treat the lesion successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kink was confirmed. The failure to advance/cross and difficulty to remove/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation appears to have contributed to the reported kink.